Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 3 open pouches. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received three open samples with the thread broken (two threads measure approximately 60 cm and the other one measures approximately 20 cm). All the open samples received have the needle attached to the thread. Tested the strength and the attachment to the needle of the samples received and the results fulfill the OEM requirements. A minimum of five samples would be preferred because is the minimum number of units that requires the OEM requirements. Final conclusion: complaint is not justified. The results of the samples received fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-open and analysed. Please note that when no samples are received our analysis is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: latvia. The complaint was from (B)(6) hospital. Using the needle with suture abruption was observed. Needle detachment.